Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified sensor error occurred. The sensor was inserted into the arm, which is off-label use of the device, on 2/10/2023. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of unspecified sensor error occurred is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.